Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that approximately one year after implantation, a pedicle screw broke due to a failed fusion. An interbody was not used during the initial procedure. A revision surgery was performed to remove the broken screw and add an interbody.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2017-00316.

Event description:
It was reported that approximately one year after implantation, two pedicle screws broke due to a failed fusion. An interbody was not used during the initial procedure. A revision surgery was performed to remove the broken screws and add an interbody. This is report one of two for this event.

Manufacturer narrative:
The returned screw was examined. There is significant thread damage on the shank threads and the shank has fractured into two pieces. The cause is likely attributed to a biomechanical overload experienced by the screws due to non-fusion. When the vertebrae do not fuse, excess forces from movement may add stress to the construct leading to device fracture. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling includes warnings, including device fractures, as possible adverse effects.

Manufacturer narrative:
Corrections: common device name and 510(k) number.